Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted right radical nephrectomy procedure, universal surgical manipulator (usm) 4 installed with a large hem-o-lok clip applier instrument experienced uninitiated motion that presented as a retraction of the instrument towards the usm as if the instrument was being suddenly removed. The motion was described as ¿huge sudden unexpected¿ jerking forward retraction, which was not a movement initiated by the surgeon. The issue occurred when the large hem-o-lok clip applier was attempting to place a clip around the artery when the uninitiated motion caused the artery to tear and barely missed the renal vein and inferior vena cava.

Event description:
It was reported that during a da vinci-assisted right radical nephrectomy procedure, universal surgical manipulator (usm) 4 installed with a large hem-o-lok clip applier instrument experienced uninitiated motion that presented as a retraction of the instrument towards the usm as if the instrument was being suddenly removed. The motion was described as ¿huge sudden unexpected¿ jerking forward retraction, which was not a movement initiated by the surgeon. The issue occurred when the large hem-o-lok clip applier was attempting to place a clip around the artery when the uninitiated motion caused the artery to tear and barely missed the renal vein and inferior vena cava. The clip was being closed, but full closure had not occurred. The clip became dislodged from the instrument and fell into the patient but was retrieved. There was no bleeding due to this event as a clip had previously applied to the artery¿s distal end. No error messages were displayed on the system. It was one occurrence and the system returned to normal functioning. The large hem-o-lok clip applier instrument had gone through calibration before pushing it into place, and the surgeon was able to control the clip applier instrument before the uninitiated motion. The issue was resolved by using a back-up large hem-o-lok clip applier. The procedure was completed robotically. The patient did not experience any post-operative complications and has been discharged home. The large hem-o-lok clip applier instrument was inspected prior to use and no damage or abnormalities were observed. The usm had not been bumped by bedside staff. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference.